Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
The date of event is unknown. This event time is unknown. There was no report of patient harm. No known adverse event. Poor image quality. Refer to expiration date as complaint notification date.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-51025) which was submitted. Therefore, MDR (9610877-2022-00375) filed on march 2, 2022 is considered a duplicate report.

Manufacturer narrative:
Correction information: g4: premarket identification PMA/510(k), g6: follow up #1, h2: type of follow up.